Event description:
It was reported that stent damage occurred. The 94% stenosed, 3.0-3.75 mm x 10-13 mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00x12mm synergy drug-eluting stent was advanced for treatment. However, the device was not able to cross the lesion. Upon withdrawing the device, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the device was intact when removed from the patient. However, shaft break occurred after procedure. The break occurred after physician removed the device from the patient.

Event description:
It was reported that stent damage occurred. The 94% stenosed, 3.0-3.75 mm x 10-13 mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00x12mm synergy drug-eluting stent was advanced for treatment. However, the device was not able to cross the lesion. Upon withdrawing the device, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluation by MFR: the synergy ous mr 3.00mm x 12mm stent delivery system (sds) was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a bsc synergy ous mr 3.00mm x 12mm device including hypotube, shaft polymer extrusion region, distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc synergy device. The crimped stent length and crimped stent diameter of the returned device were consistent with a synergy ous mr 3.00mm x 12mm stent. Examination of the stent identified stent damage. Stent struts in the mid-section lifted from the crimped stent position. The undamaged stent outer diameter and was within maximum crimped stent profile measurement. The overall stent length was also measured using callipers and the result was 11.53mm. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage.

Event description:
It was reported that stent damage occurred. The 94% stenosed, 3.0-3.75 mm x 10-13 mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00x12mm synergy drug-eluting stent was advanced for treatment. However, the device was not able to cross the lesion. Upon withdrawing the device, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.